Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power was confirmed via log file analysis. On (B)(6) 2025 at 22:03:16, no external power alarms activated consistent with a loss of ac power while the system controller was connected to the mobile power unit (mpu). The no external power alarms resolved when power was restored to the mpu at 22:03:19. The emergency backup battery supported the system controller as intended during this time. Attempts were made to obtain additional event information, but no response was received. The root cause of the loss of external power was not able to be conclusively determined via this investigation. The device history records were reviewed and revealed no deviation from manufacturing or qa specifications. The mpu was manufactured with a v-lock ac power cord. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 IFU section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mpu and that in the event the mpu loses power the patient is instructed to switch power sources as the emergency backup battery in the system controller will only temporarily power the pump. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files captured a loss of power to the mobile power unit (mpu) on (B)(6) 2025. The system continued to operate at the set speed and was supported by the system controller¿s emergency backup battery (ebb) until external power was restored. No other unusual events were recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.